Manufacturer narrative:
Additional information: it is reported the patient¿s popliteal artery was the target treatment vessel. The vessel is reported as being slightly tortuous. Lesion described as focal calcium. No resistance was encountered when advancing the device. A detachment did not occur, the tip became bent leading to retrieval difficulties requiring the cut down for removal. It was reported that the thumbswitch was turned off and the cutter was safely inside the nosecone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medwatch report number mw5081383. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device during treatment of the patients right superficial femoral artery (sfa). It tis reported that the device failed to work properly and was unable to be removed from the body in the way it went in. A snare was attempted by failed, because device could not be dislodged. A bilateral groin cut down had to be performed and lower access by the right ankle. The device did break in the body and was retrieved from the aorta. An emergency cut-down was done to retrieve the device under fluoroscopic visualization. It was reported the 0.014 wire had gotten tangled around the nosecone resulting multiple loops around the tip. This was in the middle of the wire and after that continued down into the sfa.